Manufacturer narrative:
A ge service representative performed an onsite investigation. The system x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the left monitor intermittently went black. This will cause intermittent loss of system functionality. No pt death or serious injury was reported related to this event.